Event description:
Ra pt became febrile and complained of intense headache and nausea after third treatment. The pt was admitted to the hospital and diagnosed with sepsis. Blood cultures from a central dual lumen catheter were obtained; the cultures from one port grew e. Coli and the other port grew a staphylococcus species. The pt received 2 weeks of intravenous antibiotics and decided not to continue treatment.